Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with an unspecified anti-inflammatory medication. The cause of peritonitis, hospitalization, patient outcome, and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B5: the peritonitis occurred on an unspecified date in 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.